Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of log files which revealed multiple electrical fault alarms, vad disconnect alarms and 1 vad stopped alarm logged on march 29, 2018. The first vad disconnect alarm was logged at 14:23:22 on march 29, 2018 followed by an electrical fault alarm on con313966 at 14:26:20 on march 29, 2018 due to a phase open on the rear stator, resulting in the pump running on a single stator; the alarm cleared on its own 16 seconds later. At 14:26:34, a vad disconnect alarm was logged, indicating a physical disconnection of the driveline from the controller. The vad disconnect was likely an attempt to troubleshoot the electrical fault alarm. At 14:29:03, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts which was followed by several more electrical faults and vad disconnect alarms. Based on the available information, the most likely root cause of the reported event may be attributed to a physical disconnection of the driveline from the controller, triggering vad disconnect alarms. The manufacturer investigated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Correction b5: event description was corrected to include a statement regarding the disposition of the controller. Correction h10: section h10 was corrected to include device and code information for the controller associated with the event. Additional information was received regarding the recall number. Product event summary: the pump and the controller were not returned for evaluation. Review of hw30221's manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of log files which revealed multiple electrical fault alarms, vad disconnect alarms and 1 vad stopped alarm logged on (B)(6) 2018. The first vad disconnect alarm was logged at 14:23:22 on (B)(6) 2018 followed by an electrical fault alarm on the controller at 14:26:20 on (B)(6)due to a phase open on the rear stator, resulting in the pump running on a single stator; the alarm cleared on its own 16 seconds later. At 14:26:34, a vad disconnect alarm was logged, indicating a physical disconnection of the driveline from the controller. The vad disconnect was likely an attempt to troubleshoot the electrical fault alarm. At 14:29:03, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts which was followed by several more electrical faults and vad disconnect alarms. Based on the available information, the most likely root cause of the vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller. Based on the available information and risk documentation, a possible root cause of the electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2018 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 31-oct-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Review of vad manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of log files which revealed multiple electrical fault alarms, vad disconnect alarms and 1 vad stopped alarm logged on (B)(6) 2018. The first vad disconnect alarm was logged at 14:23:22 on (B)(6) 2018 followed by an electrical fault alarm on (B)(6) at 14:26:20 on (B)(6) 2018 due to a phase open on the rear stator, resulting in the pump running on a single stator; the alarm cleared on its own 16 seconds later. At 14:26:34, a vad disconnect alarm was logged, indicating a physical disconnection of the driveline from the controller. The vad disconnect was likely an attempt to troubleshoot the electrical fault alarm. At 14:29:03, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts which was followed by several more electrical faults and vad disconnect alarms. Based on the available information, the most likely root cause of the vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller. Based on the available information and risk documentation, a possible root cause of the electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. The vad is not in scope of fca cvg-21-q3-21. An internal investigation was opened and is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: d4: serial #: (B)(6) h6: FDA device code(s): a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient accidentally performed a physical disconnect of the driveline. Upon trying to reconnect patient had difficulty and took several minutes to properly do so. In that time period several electrical fault alarms were noted. Per logfiles it seems the incidents were related, and there were no concerns with the connector or driveline. Patient was re-educated. No patient complications have been reported as a result of this event.